Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had chest pain. The issue resolved without sequelae on (B)(6) 2017. The patient also had anxiety, which was treated by the emergency room physician on (B)(6) 2017. Imaging was performed and the results were negative. Laboratory testing was performed as well, which was also negative. Cardiac enzymes were negative as well. The patient also reported having numbness around their lips and an uncomfortable feeling in their chest, as well as left sided weakness. It was indicated that this event was unlikely related to the device or therapy and it was not related to the implant procedure. The patient couldn't describe any precipitating events, nor possible causative factors. There was no known issues with the dbs device or therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient did not have a stroke and the cause of the chest pain and anxiety was unknown.